Manufacturer narrative:
The valve-in-valve case was previously reported. Reference mfg. Report no. 2015691-2020-13711. Per report, the device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After they die they break down and are removed from the circulation by the spleen. In some medical conditions, or as a result of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, approximately 5 months post-opt the patient was hospitalized with hemolysis due to pvl of the valve. However, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted.

Event description:
A report was received by edwards implant patient registry that a patient expired approximately 7 months post viv implant of a 26mm sapien 3 ultra due to unknown reasons. Approximately 5 months post procedure, patient was hospitalized with possible hemolysis due to pvl of the valve. Echo shows, s/p tmvr with a 26mm s3, mean gradient of 9mmhg, moderate pvl at 2 o'clock, mild pvl at 7 o'clock both increased. Per follow up, patient was discharged from the hospital and referred to a hospice. Patient passed away in her home.